Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient states his implant battery doesn't hold a charge for more than about 12 hours. Patient states this has been gradually getting worse and worse. Agent asked if patient has had any recent programming changes and patient states no. Patient also mentioned when they first got the stimulator they didn't have to have any gabapentin and is now on 900 mg a day. The issue was not resolved through troubleshooting. An email was sent to the repair department. Pt had questions on longevity. Agent reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were in excruciating pain. Patient was having pain in their hip and also thought experiencing nerve pain. Patient repeated reporting information regarding the implant not holding a charge. Patient reported they had more trouble at night than during the day. Patient reported when they were flat on their back is when they had the most trouble with it. Standing and laughing caused electrical / stimulation issues. Patient stated they moved and needed a new managing healthcare provider (hcp). Agent reviewed information and provided an hcp listing.